Event description:
A 13 year old male with medical history of aortic insufficiency and pulmonary insufficiency status post ross procedure 03/1995. Status post aortic valvuloplasty 03/1995 for bicuspid valve underwent replacement of previous pulmonary homograft using a 25mm pulmonary homograft, aortic annula reduction, and replacement of ascending aorta on 04/02/1997. On 07/29/1998, pt had homograft explanted due to stenosis and rec'd a 27mm replacement homograft.